Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation codes were added: 4109 and 4111. H6: investigation findings code was added: 3252. H6: investigation conclusions code was added: 4307. H11: narrative/data was updated. Zimvie received the reported implant for evaluation. Visual evaluation was performed. Returned implant identified as a tsv4b10. Returned implant shows extensive signs of wear/use. Some damage likely caused during removal. Bone debris can be observed on its external threads. Reported fractured identified at the collar. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the implant dating back to 12 months. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was patient factors. Therefore, based on the available information, malfunction did occur. Fracture identified at the collar. The reported event was confirmed following physical evaluation. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay corrected data and additional information. Correction: the reported item number was updated from tsx47b10 to tsv4b10. The following sections are being reported: b4: date of this report was updated. B5: event description was updated. D1: brand name was updated. D4: catalog number was updated. G3: date received by manufacturer was updated. G4: PMA/510(k) number was updated. G6: type of report was updated. H2: type of follow up was updated. H11: narrative/data was updated.

Event description:
Upon follow up, the reported item number was updated.

Event description:
It was reported that the patient's general dentist found that the implant at tooth site #19 was fractured and referred the patient for removal. The implant was removed.

Manufacturer narrative:
Zimvie complaint number (B)(4). D4: lot number unknown / not provided. D6a: implant placement date unknown / not provided. Product has been received by zimvie and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.